Event description:
The pt had breast implants in 3/78. The pt is now here at a different hospital for removal of ruptured implants. Dr who was not the original doctor made multiple calls to the original hosp to obtain "explant" info but was unsuccessful and rptr cannot determine the MFR.